Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the left ventricular (lv) lead exhibited loss of capture. A chest x-ray revealed that the lv lead, the atrial lead, and the right ventricular (rv) lead were dislodged. The leads were twisted with device in pocket due to twiddler syndrome. During the revision procedure, slack was added to the atrial and rv leads. The lv lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events were device dislodgement or dislocation and failure to capture. As received, a complete lead was returned intact for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not identify any evidence of conductor fractures or internal shorts. Visual inspection of the lead did not identify any anomalies.